Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charging and boot was performed and failed. Functional test was unable to be performed. Interior visual inspection was performed and failed due to a damaged battery. The log was downloaded with a new battery attached and reviewed finding an rtt loss as an indication of the allegation. The problem was confirmed. The probable cause was determined to be a damaged battery ic. No injury or medical intervention was reported.